Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that one empty folder and one strand in two sections that pertain to product code w9552 were returned for analysis. Visual analysis of the returned sample the needle-suture pieces were wavy, a knot was noted, and the ends were broken appears to be by de use of a surgical instrument. Due to the condition of the samples the functional test can¿t be performed. The condition of the sample received indicates improper handling of the device. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of surgical instruments, such as needle holders and forceps. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Photo analysis: this is an analysis of a photo submitted for evaluation. During the visual analysis the following was observed:the photo shows a thread in two sections belonging to the product code w9552. Based on the pi-(B)(4) review, the event described breakage suture confirmed, however, no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications.

Event description:
It was reported that a patient underwent a strabismus procedure on (B)(6) 2022 and suture was used. During the procedure, the suture strand was broken, and the broken end was tangled when tying knot during squint operation. No adverse patient consequences were reported. Additional information was requested.